Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was under-infusing. The issue occurred during infusion and was not related to physical damage or abuse. There was no patient involvement and no patient harm.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal was bubbled and all three pogo insulators were missing. The event log was reviewed and found that the dose was used to delivery 20 ml. Functional testing was not able to duplicate the customer's problem. The investigation determined that a possible contributor to the under infusion could have been the latch lock assembly. However, it is suspected that the customer's delivery accuracy testing method could have been faulty. The latch lock assembly was replaced, along with the downstream seal, torn upstream seal, and worn latch lock.